Event description:
Related manufacturer ref: 3005334138-2021-00087, 3005334138-2021-00131. The patient was admitted to the cardiovascular intensive care unit for vasopressor support of blood pressure for cardiogenic shock. Administration of the medications stabilized the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiogenic shock could not be conclusively determined.